Event description:
A pt contacted our firm to report a corneal ulcer in the right eye. The pt had been wearing acuvue advance for astigmatism contact lenses since 2006, the pt did not previously wear contact lenses. The pt reported od was painful, red and watering for two days before seeking treatment from an optometrist in 2007. The optometrist said the pt had a corneal ulcer at the edge of the visual axis at 11 o'clock. The ulcer was suspected to be infectious and was treated with vigamox and the patient had his last visit to the optometrist's office on the following month with full resolution of the ulcer, a residual scar, and no reduction in visual acuity. The optometrist said that due to the fast resolution of the corneal ulcer, he did not believe it was an infectious ulcer. The patient tried wearing his lenses again and returned to the optometrist's office thirty eight days later and was found to have two corneal ulcers in the area of the healed ulcer. The patient was referred to an ophthalmologist on two days later, who noted that the pt had right eye pain since three days earlier stopped wearing lenses on that day. The pt had started taking vigamox every hour per his optometrist since that day. The ophthalmologist notes the scar from the patient's healed ulcer and noted there was a large ulcer superior to the scar. The patient had trace cells in the anterior chamber. The ophthalmologist's impression was marginal ulcer. Pt's va was 20/20. The ecp cultured the cornea and treated with vigamox and, cefazolin q1h and tobradex ung at hs. Four days later, the 48 hour culture results were negative. Acular was added to the treatment regime. On two days later, the patient's epithelium was noted to be healing slowly. Another two days later, the epithelium was almost healed. The end of the following month, the ecp noted there were two corneal scars and a new area of staining without underlying infiltrates. The pt was referred to a corneal specialist. On the same day, the corneal specialist noted the pt's bcva was 20/20. Cultures were taken on multiple media. The pt was treated with vigamox and cefazolin and pred forte. The pt saw the corneal specialist two weeks later and noted that the pt said severe pain was never experienced and there were no visual changes, but there were changes in comfort levels. The lesion was sharply demarcated, epithelialized and appeared quiet. The pt was to decrease cefazolin to qid and d/c in one week and taper pred forte over 7 to 10 days. The note indicates the culture grew staphylococcus and the lack of pain and the recurrent nature of the lesion are more suggestive of a hypersensitivity-type reaction to staphylococcus. Nine days later: a follow-up note from the initial ophthalmologist noted there was a scar at the site of the healed ulcers with no infiltrates. The pt's va without correction was 20/25. As the lesion healed, no further information is expected. Product evaluation: one sealed blister was returned. The parameters of the lens were measured and a visual inspection was performed. The lens met company standards for diameter, base curve and center thickness. No visual attributes were observed. There was not enough solution to test for ph and conductivity. The lot history review found the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.

Manufacturer narrative:
No conclusion can be drawn.